Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high capture thresholds and loss of capture (loc) in the right ventricular (rv) channel. Technical services (ts) was contacted and reviewed the available data. This rv lead remains in service. No adverse patient effects were reported.